Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 257 mg/dl. She stated that she took too long while changing the battery, but the blank display was resolved before beginning the troubleshooting. At that time, she stated that she received a low reservoir alert. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.